Event description:
It was reported by the hosp, "IV of 25,mg cardizem mixed in 100 ml/bag. Rate was set for 10 cc/hr and bag was hung at 9:15 am. Approx 3:30 pm the bag was beeping air. Biomed calculated the rate to have run at approx 16 cc/hr with the info provided. The pump and administration set (mcgaw bag/tubing) was saved. The tubing was a new set started/changed on 2/27/98. Biomed tested the pump and the original tubing and was unable to duplicate the occurrence. The pt was asymptomatic." No add'l pt info was able to be rec'd.